Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) results and a falsely elevated ckmb result generated by the unicel dxc 600i synchron access clinical system for one patient. The erroneous results were not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were plasma. Qc was within the established ranges prior to and after the event. No additional information is available for this event.